Manufacturer narrative:
During the onsite visit, the field service engineer (fse) replaced tracker camera, mount and processor and completed system verification to specifications. No root cause could be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The camera mounting assembly was received at manufacturer. Visual inspection of the camera mounting assembly showed a very dirty mirror for the eyetracker camera. Correct pupil detection and tracking with eyetracker during treatment would be reduced by the pollution on the mirror. This pollution could be heavy amounts of irrigating sterile ophthalmic solution, which was used by customer during treatment. The root cause could be determined conclusively as user handling, by not avoiding irrigating sterile ophthalmic solution contact to the device, specifically the eye tracker. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Device history record (DHR) for the device reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
An employee reported intermittent tracker problems. Upon follow up, the procedure had started. While treating the patient, the tracker would track then stop. Patient was repositioned. Room was darkened and patient was dilated. Photo refractive keratectomy was completed but was delayed. No patient harm was reported.